Manufacturer narrative:
A dräger service engineer was dispatched who examined the device and could confirm the reported ventilator failure. The inlet filter of the vacuum pump and the pump were replaced; this has put back the device into fully operable condition. The auxiliary vacuum pressure is needed to operate the valves that control the ventilation cycles and to keep the ventilator diaphragm in place during piston movement. The system effect of an occluded inlet filter for the vacuum pump is that the pump cannot build-up the necessary pressure upon which the system reacts with a shutdown of automatic ventilation and generation of a corresponding alarm. It is recommended by dräger to check the workstation in regular intervals. Inspection of the inlet filter and replacement based upon visual appearance are part of the service and maintenance procedure, a replacement of the filter shall be done at least every two years. The device is not under a service contract; service status is unknown. It is however seen likely that the maintenance recommendations were not followed, and finally led to the particular ventilator failure during use.

Event description:
It was reported that a ventilator failure occurred during a running surgical procedure. No patient consequences have been reported.